Event description:
Boston scientific received information that the pacemaker's battery indicator dropped just above the elective replacement time (ert). Magnet rate was still at 90 pulse per minute (ppm) with one year remaining and no change in atrial and ventricular pace was noted. Boston scientific technical services (ts) discussed the battery status was probably on the edge between longevity bins and it is expected to be approximately one year to ert from the time the magnet rate goes to 90 ppm. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating that this device has been received for analysis which suggests that this device has been explanted. No adverse patient effects were reported.